Event description:
External pacemaker on patient and set at rate of 50. For unknown reasons rate excelerated to 300. When pacemaker turned off rate returned to patient normal. Pacemaker again turned on, rate excelerated, and patient fibrillated. Required cardioversion for correction of ventricular fibrillation. Malfunction reproduced in presence of physician and patient required second cardioversiondevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: modification of device. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.